Event description:
It was reported that the user received a restart alert 38 and an occlusion alert on the ilet, with repeated restart alerts after rebooting, consistent with a failure to infuse associated with the motor component; a dry run succeeded and the user then changed all supplies with insulin delivery resumed. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem identified and a device issue consistent with failure to infuse related to the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.